Event description:
Additional information received from the customer reported the issue was found when preparing the scope for use in a diagnostic gastroscopy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material clogging the air/water nozzle could not be specified and no deviations from reprocessing according to the instruction for use (IFU) were reported. Foreign material may not have been removed because reprocessing could not be conducted properly due to a leak in the biopsy channel; however, a definitive root cause of the foreign material coming out of the suction cylinder could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device confirmed the customer allegation. The nozzle had unsmooth air/water feeding due to foreign material clogging. The foreign material could be taken out. There were few additional findings. Channel tube was leaking during angulation. The boot protector, grip and objective lens was scratched. The edge of light guide lens was chipped. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the nozzle of the gastrointestinal videoscope was clogged. The customer did not find any foreign material. The issue was found during preparation for use for a procedure. The procedure was completed with a similar device. The device was reprocessed following the correct procedure. The endoscope was not used for next procedure after it was found to be clogged. There were no reports of patient harm associated with the event.